Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had retinal artery occlusion. The occlusion was found during a follow up eye exam where a visual field deficit was identified. The patient had a retinal artery occlusion, that was likely embolic in nature. No treatments or interventions have been reported. The issue is ongoing. The catheter was disposed by the facility and will not be returned.